Event description:
Approximately 6 weeks after a rotator cuff repair surgery (original surgery performed (B)(6), 2014) it was reported the patient experienced shoulder stiffness and cannot reach 90 degrees range of motion. The surgeon reported backing out of healicoil implant requiring revision performed on (B)(6), 2014 using twinfix ab 5.0mm. The revision surgery was successful, and the patient was reported to be okay.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided, as the lot numbers to review the device history records were not provided. The investigation could not draw any conclusions about the reported event.(B)(4).